Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had exposed the pump to fluid. Customer's parent stated that they took out the battery and put it back in but the pump did not work. Customer fell in a pail of water when he was running. Caller reported that there was fluid under the lcd display and the battery area is slightly broken. The pump screen is also cracked and the damage is from use of the pump since the customer is about (B)(6). Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.